Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reported noted that the screen was cloudy and dim for the last few months, could only read screen in a dark room, and cannot read it outside or in the house where there is light. The patient stated she bumped the screen 3 months ago and there was a smudge, she reviewed the guide and tried to clean the display but the display would not improve. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/24/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/03/2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly.